Manufacturer narrative:
On 01/14/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant. During visual evaluation of the device, an area of siltex cracking was observed in the posterior view. Additionally, a tear within the siltex cracking was noted, measuring approximately 1 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.¿ no further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking¿was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 500cc gel breast prostheses that both ruptured after implantation. Bilateral rupture of the patient¿s breast prostheses was discovered during a replacement surgery on (B)(6) 2019. The patient had her removed devices replaced with a mentor memorygel breast implant 490cc gel breast prosthesis and a mentor memorygel breast implant 525cc gel breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.